Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the or, opened the chest incision and noticed the components were tangled and the outer insulations of the stimulation lead and sense lead were stripped exposing the wires. Physician removed the entire inspire system and placed a new ipg, stimulation lead, and sensing lead.